Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (lesion morphology - moderate tortuosity. Physician reported that the deformation was probably related to the device navigation through the tortuous area). Related to another drug/device (physician reported that the deformation was probably related to the device becoming trapped in the orifice of the guide catheter). Inherent risk of procedure (stent deformation). No results available since no evaluation performed (device or procedural images were not returned for review). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology - moderate tortuosity. Physician reported that the deformation was probably related to the device navigation through the tortuous area). Operational context contributed to event (physician reported that the deformation was probably related to the device becoming trapped in the orifice of the guide catheter). Known inherent risk of procedure (stent deformation). Unable to confirm complaint (device or procedural images were not returned for review). (B)(4)

Event description:
An attempt was made to implant endeavor resolute drug eluting stents to treat a vessel with moderate tortuosity. Exact lesion location is unconfirmed. It is reported that the stent became deformed during attempted positioning in a tortuous area. Physician reported that the deformation was probably related to the device navigation through the tortuous area and becoming trapped in the orifice of the guide catheter. The physician reported that there was a problem of ¿declamping of the stent¿ during the procedure and there was a ¿need for removal from the system to prevent embolization of the stent while collapsed¿. The device was removed. No clinical sequelae were reported. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).